Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was around 400 mg/dl. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.